Event description:
It was reported that the patient's pulse generator and leads were explanted due to infection. The patient was stable during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.